Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 6 years 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as possible complication. This emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007- patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the defect at the base of the inguinal floor was identified and a perfix plug (device #1) placed and secured using sutures, then a patch was placed over the top of the plug and tacked.¿ (B)(6) 2012 - patient was diagnosed with symptomatic direct right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿the hernia sac was dissected and a perfix plug (device #2) placed in the inguinal floor and sutured. Then, a precut patch was secured over the top of the plug using sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia and right lower quadrant incisional hernia thereby underwent open repair with the implant of perfix plug (device #3 & device #4) and explant of perfix plug (device #2). Per operative notes, ¿the direct hernia in the medial portion of the left inguinal floor was found and a perfix plug (device #3) was placed and secured using sutures. In the right lower quadrant, hernia was identified after removing perfix plug (device #2) and a perfix plug (device #4) inserted into the hole and sutured.¿ (note: there was no mention/visualization of the previously placed perfix plug (device #1) during this procedure.) Attorney alleged that the patient had mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.